Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot because receiver is stuck on the initialization screen. Functional testing and receiver log download were unable to be performed because the receiver was stuck on the initialization screen. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event of no audio output could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.